Event description:
Technical error code ba and bad delivery of oxygen concentration. (28% for 21%). Replacement pc1608 on 11/17/99, service report number: 183 gup. Today co has the same problem; technical error code ba. The measured value reading on the front panel is 665 mbar and different with the effective value which is 1016 mbar. The failure is solved by replacing the pc1608 for the 2nd time.